Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2208700. Model: sc-2208-70. Serial: (B)(6). Batch: 146848.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads were replaced due to high impedance. The patient was doing well postoperatively and the explanted leads were retained by the medical facility and will not be returned.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads were replaced due to high impedance. The patient was doing well postoperatively and the explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.